Event description:
It was reported that following a non-device related procedure, the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Sc-1216, sn: (B)(6). The returned ipg was analyzed and passed visual inspection. However, it was unable to be recharged after three four-hour charge cycles. It was cut open and the device exhibited high sleep current (14.3ma). Electrical testing revealed a low vh resistance measurement (243 ohms), which indicates an electrical short within the application-specific integrated circuit (asic). The damaged asic resulted in the premature battery depletion post laminectomy procedure. Bipolar cautery was used during the procedure. They also used a device called a mazor to cut some of the lamina. Since this was used directly over the artisan paddle lead, it was believed it may have had an effect on depleting the ipg. With all the available information, boston scientific concludes that the reported event of ipg unable to charge after a non-device related procedure was confirmed. This type of damage is typically caused when the ipg is exposed to high voltage transients, high current sources, and high radio frequency (rf) energy.

Event description:
It was reported that following a non-device related procedure, the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.